Manufacturer narrative:
Product complaint#: (B)(4). Additional information provided: physician removed prineo 7 days after operation the wound was closed completely, 4-5 days after that patient came to hospital for follow up and physical therapy. During the physical therapy there is a wound dehiscence in subcutaneous at distal, no suture find when look into the wound. Fascia use sxpp1a203 by continuous suture, and use vicryl by interrupted suture. Subcuticular use sxmp1b108 by continuous suture. Subcutaneous fat use vicryl by inyerrupted suture. Skin use prineo patient is female, about 160 cm height, and weight 70 kg. Note: events reported on: mw#: 2210968-2023-05910 , mw#: 2210968-2023-05911, mw#: 2210968-2023-05912, mw#: 2210968-2023-07075. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and topical skin adhesive was used. Found wound dehiscence in subcuticular layer after 1 month when patient came to physical therapy. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information: doctor use sxpp1a203 for joint capsule, vicryl for subcutaneous fat, sxmp1b108 for subcuticular and clr222us for skin. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Wound dehiscence, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the dehiscence only in the sxmp1b108 for subcuticular or with other layers too ? What is the alleged deficiency of the product? Is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product lot of each product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Name of surgeon? Note: events reported on: mw# 2210968-2023-05910 , mw# 2210968-2023-05911. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.